Event description:
It was reported that the left ventricular (lv) lead was found to have dislodged. The lead was repositioned and remains in use. The patient is part of the more-care clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - resistance/impedance increase: weekly pace impedance trend data shows an abrupt increase for min and max lvperm pace impedance = 323 to 950 ohms peak between (B)(4) 2011 and (B)(4) 2011.